Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no response to button presses on the up and contrast buttons. There was no visible damage to the keypad. Contamination was present underneath the up and contrast buttons.